Manufacturer narrative:
Di (B)(4). B.5. Update to state,"lack of primarty stability" upon receipt of customer info.(B)(6).

Event description:
Lack of primary stability.

Event description:
Part/interface does not engage.

Manufacturer narrative:
Di # (B)(4).